Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of manufacturing records has been requested. Synthes is unable to determine manufacturing date. Additional information has been requested.

Event description:
Patient with ti lcp distal femur plate. Plate broke and patient underwent revision.